Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported that her ipg has migrated due to her losing weight. It was also reported that the pt underwent surgical intervention on (B)(6) 2013 and her ipg was implanted deeper into the pocket.